Event description:
Customer reported via phone, he was having issues accessing my medtronic. During troubleshooting customer reported his blood glucose was 432 mg/dl. Customer stated he didn't receive any insulin and noticed a change in his mouth. After two hours his blood glucose had gone up. He was able to treat with insulin pump and with manual injections. Customer stated he was ok and he changed his infusion set and noticed the cannula was bent in a 90 degree angle. Customer declined troubleshooting. The insulin pump is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.